Event description:
It was reported the pt had not used and recharged her ipg for almost three years. The pt was subsequently without stimulation. The pt underwent surgical intervention to explant and replace the device with different model ipg. Effective stimulation of the desired pain pattern was captured post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.